Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient thought the doctor was not filling their pump when they went in for refills. It was stated there was no blood on the band-aid and no pain at the injection site like there normally was. It was noted the patient was at a refill appointment and the refill wrecked their ¿(B)(6).¿ it was reported the patient was dissatisfied with their health care provider (hcp) service. It was reported the patient was in pain when the hcp put medication into the pump. It was stated that 3 months ago, the patient did not have injection site pain. It was stated the hcp did not gently put the needle into the port and gently put in the medication. It was noted the patient had neuropathy pain. It was stated the hcp ¿banged¿ the needle into the port and pushed the plunger down ¿fast and so hard that their pain levels were at an 11 afterwards.¿ it was reported the patient had headaches that were ¿killing them¿ and the doctor was not listening to them. It was noted the headaches have only been there since implant. It was stated the faster the medications was pushed in the pump the more severe the headache was. It was noted that even when the medication was put in gently, it still caused headaches but not as severe. It was reported the patient had ¿paresthesias.¿ it was reported the patient felt like their head had ¿bugs crawling in the skin.¿ it was stated the patient told the doctor, but they did not listen or care. It was stated the patient had neuropathy in the scalp. It was stated that the crawling was normally more on the right, but right now it was equal on both sides. It was stated the patient had migraines. It was stated the patient was suffering scratching their head for a severe migraine. It was noted since implant, the patient had been on topiramate 3 times per day. It was noted the medication helped lessen the migraines, but nothing helped relieve them or the neuropathy. The pump was used to deliver hydromorphone and dilaudid. On (B)(6) 2014, the patient reported they were still having concerns regarding their device or therapy, and their doctor or representative had been of no help. They were having terrible headaches and neuropathy in their scalp since the pump installation seven months ago. They still had no answers or relief. They stated that something was very wrong.